Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the physician was unable to perform a capture threshold test. With the use of a new programmer, the test was still unable to be performed. No patient symptoms or intervention was reported. The device was later explanted and replaced on (B)(6) 2015 due to an unrelated issue.